Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional peripheral procedure via a 9f sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, after deployment, when removing the proglide device, the suture pulled out. It had not caught the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the knot was undone when pulling the device from the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed as suture separation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional peripheral procedure via a 9f sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, after deployment, when removing the proglide device, the suture pulled out. It had not caught the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.